Manufacturer narrative:
The device was returned and was updated. The engineering report will be submitted within 30 days upon receipt.

Manufacturer narrative:
During percutaneous transluminal angioplasty (pta) of the superficial femoral artery for in-stent restenosis, a saber pta balloon catheter (bc) was delivered and inflated, but it took a long time to deflate. The procedure was finished successfully and there was no reported patient injury. The lesion was not calcified or tortuous. The rate of stenosis was unknown. The saber was inflated at 8 atm (eight atmospheres) for a minute. The deflation was performed but it took long time to complete the deflation. It is unknown if the isr was of a cordis stent or just previous angioplasty. It is unknown if there was any difficulty removing the product from the hoop, if there was any difficulty removing the protective balloon cover or if there was any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media and the contrast to saline ratio used are unknown. The type and brand of inflation device was used is unknown and it is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. The maximum inflation pressure is unknown. Details regarding deflation, if it was normal, how long the balloon took to deflate, if it deflated at all and how the balloon eventually deflated are all unknown. It is also unknown if a syringe or other device was needed to deflate the balloon. The balloon was intact upon removal. The device was returned for analysis. A non-sterile unit of a saber 4mm x 15cm 155cm bc was returned. Per visual analysis the balloon had been inflated and deflated. No other anomalies noted. Per functional analysis the balloon was inflated to nominal (eight atmospheres) and rated burst pressure (sixteen atmospheres) and successfully deflated. It was deflated in 33 seconds, which is within the specification of <85 seconds for 90% deflation. Cross-sectional analysis of proximal balloon seal/transition seal/hub was not performed as the functional analysis was successful. A device history record (DHR) review of lot 17335228 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty-partial or slow¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During percutaneous transluminal angioplasty (pta) of the superficial femoral artery for in stent restenosis, a saber pta balloon catheter balloon catheter delivered and inflated took a long time to deflate. The procedure was finished successfully and there was no reported patient injury. The device will be returned for analysis. The lesion was not calcified and tortuous. The rate of stenosis was unknown. The saber was inflated at 8 atmospheres for a minute. The deflation was performed but it took long time to complete the deflation. It is unknown if the isr was of a cordis stent or just previous angioplasty. It is unknown if there was any difficulty removing the product from the hoop, if there was any difficulty removing the protective balloon cover or if there was any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The contrast media and the contrast to saline ratio used are unknown. The type and brand of inflation device was used is unknown and it is unknown if the same indeflator was used successfully with other devices. It is unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or while inserting the balloon through the guide catheter. It is also unknown if there was any difficulty advancing the balloon catheter through the vessel or if there was any difficulty crossing the lesion. It is unknown if the catheter was ever in an acute bend. It is unknown if the balloon inflated normally. The maximum inflation pressure is unknown. Details regarding deflation, if it was normal, how long the balloon took to deflate, if it deflated at all and how the balloon eventually deflated are all unknown. It is also unknown if a syringe or other device was needed to deflate the balloon. The balloon was intact upon removal.